Event description:
Customer reportedly received the following results on 2 different systems within 10 minutes: 17.0 mmol/l (mobile system) and 7.0 mmol/l (compact plus system). No actions were taken based on the results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned cassette. This medwatch report is for the mobile system. (B)(4).